Manufacturer narrative:
This is 2 of 2 reports. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, stroke and death are known risks associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. The subject device remains implanted.

Event description:
Patient underwent stenting procedure and two stents were implanted. It was reported that approximately two weeks post procedure, hypo-density in the left temporal region indicative of ischemic infarct was developed and patient died. Facility reported that the event is possibly related to the device. No further information is available.